Event description:
A consumer reported that following use of this product by soaking her lenses in the solution, her lenses became "whitish" and were "like fish scales". She reported experiencing double and blurred vision, intense burning sensation, and redness in the eyes. She reported using artificial tears and the discomfort passed. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).